Event description:
Medical device used by surgeon during pelviscopy md noticed that a piece of the 11mm. Auto suture versa step was broken off the tip of the trocar. Sales rep on compus and notifed of broken trocar sheath.